Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report. Device will not be returned.

Event description:
1st mpj fusion, weil osteotomy, 2nd met revised. No replacement device used.